Event description:
It was reported that patient had fallen for reasons unrelated to the implanted device, resulting in dislocated arm and received repair surgery. During device interrogation it was noted that the right ventricular (rv) lead had dislodged. The dislodgement was confirmed by chest x-ray. Under-sensing of r-waves and loss of capture were also observed. The lead was explanted, replaced. The patient is in stable condition.